Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology needle got "stuck" on the valve and would not retract, leaking out blood as a result. The following information was provided by the initial reporter: "has it been reported to you that the us IV will not retract?? It gets stuck on valve and when we can get it loose, then there is blood everywhere. We have had this happen several times."

Manufacturer narrative:
H6: investigation summary: bd received a 20 gauge insyte autoguard blood control unit from lot 0169618 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was partially retracted. The activation button was depressed but retraction was not successful. Upon further inspection, it was determined that the base of the hub was caught on the lip creating a connection between the grip and barrel. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was caused by a misalignment between the plug and the grip. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology needle got "stuck" on the valve and would not retract, leaking out blood as a result. The following information was provided by the initial reporter: "has it been reported to you that the us IV will not retract?? It gets stuck on valve and when we can get it loose, then there is blood everywhere. We have had this happen several times."